Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter the patient experienced a vasovagal reaction. A temporary pause occurred in the procedure and pacing was performed to resolve the reaction. The procedure was completed successfully. The device is not expected to be returned for analysis. Clinical study name: faradise. Clinical study ID: (B)(4), clinical, patient ID: (B)(6).